Event description:
Customer reported the system is displaying grainy images. No patient unjury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and cable. System operates as intended.